Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the blood between the collar and the housing. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. The lot number provided by the customer indicates that this subassembly was built after the noted corrective actions. However, an examination of the returned device revealed that his subassembly was built prior to the noted corrective actions. The lot number reported by the customer is not correct. Eval method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a power injection. Injector settings: 5 ml/sec for a total of 6 ml at 500 psi. No harm or injury was reported.